Event description:
On (B)(6) 2014, patient reported the bolus delivery of the infusion device is inaccurate. His blood glucose was 39 mg/dl at 1:30 a.m. On (B)(6) 2014, and the most recent bolus delivered prior to this was 7.0 units at 6:45 p.m. His blood glucose was 409 mg/dl on the morning of the report, which was 1.5 hours after he had eaten and bolused 5.0 units. He was capable of self-treatment during both of these events. His normal blood glucose is 140 mg/dl. Follow-up was completed on (B)(6) 2014. He had switched to his backup infusion device using new accessories and did not experience further issues. He reported he has required more insulin while using the alleged infusion device, and he believes the delivery is inaccurate. The infusion device, cartridge, adapter, and infusion set were replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The used transfer set was visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. Since no head set has been returned from the customer and no lot number is known, no investigation could be performed. The used cartridge was visually inspected; leak tested and glide force measured. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. In addition the glide force test results were in accordance with the specifications. The cartridge fulfills its specifications. The adapter is contaminated. The contamination does not affect the problem described by the customer.